Manufacturer narrative:
Follow-up #1 date of submission 05/22/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/15/2014 with the following findings:the keypad was found to be intact. Evaluation revealed all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast and ok key contacts. A pump case crack was discovered near the display area. Leak testing confirmed a leak at the crack. There was evidence of moisture contamination to the internal pump components including components related to the keypad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the contrast, ok, up, and down keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.